Event description:
The following was reported to hamilton medical ag: the hamilton-c6 showed a difference in vti and vte. Cause of this difference the ventilation practitioners thought there could leak air passing the tracheal tube in the throat from the patient. For this they decided to replace the tube in the patient. This replacement caused bleedings from the patient.

Manufacturer narrative:
Conclusion of cer (B)(4): hamilton medical ag initiated the investigation.

Event description:
The following was reported to hamilton medical ag: the hamilton-c6 showed a difference in vti and vte. Cause of this difference the ventilation practitioners thought there could leak air passing the tracheal tube in the throat from the patient. For this they decided to replace the tube in the patient. This replacement caused bleedings from the patient.

Manufacturer narrative:
Conclusion: root cause: leak in pressure sensor assembly. Correction: replace the pressure sensor assembly. Harm: when replacing the tube, caused the harm (bleeding).